Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation as the device is still implanted in the patient. Without the device and/or lot information, it is not possible for codman to conduct a proper investigation. If at some point, the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time, this complaint is considered closed.

Event description:
Affiliate reported that it was found that the distal catheter detached from the connection of the valve, and slipped into the abdomen. Another surgery was required to reconnect the catheter to the valve.